Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Post procedure the physician noted that there was a thrombus in the atrium of the patient. The patient received tissue plasminogen activator and heparin to treat the thrombus. The patient remained stable.